Event description:
It was reported when using the abbott tube edta plh 13x75 2.0 pnk there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in/ on tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022. Investigation summary: bd received 900 samples and 4 photos were returned by the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed wrinkled shelf labels, torn shelf labels, upside down tube in shelf pack, and holes in shrinkwrap. Additionally, 100 retentions were visually inspected with no issues with the tube labels, the shrinkwrap, and the shelf pack label being identified. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause of the customer¿s failure modes could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the abbott tube edta plh 13x75 2.0 pnk there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in/ on tube."